Event description:
An eyecare professional reported that a pt experienced iritis secondary to a peripheral non-infectious ulcer, od. The pt presented with irritation and discomfort as the result of a large peripheral infiltrate with overlying staining. Treatment consisted of topical antibiotics and returned for follow up visit next day. The practitioner diagnosed iritis (cells and flare in the anterior chamber), and prescribed steroid and cycloplegic eyedrops. The event resolved with no scarring and no loss of visual acuity. No additional information is available.